Event description:
It was reported that during central processing, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the cover of the conductor wire insulation was torn on a fenestrated bipolar forceps (fbf) instrument. The tse advised the customer to return the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified during central processing. It was unknown if the internal wire was exposed. During the last procedure, the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. There was no loss of the cautery during the procedure. It was unknown if there was any sign of thermal damage or evidence of arcing. There was no fragment falling inside the patient¿s anatomy. There was no patient¿s injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.